Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17618737) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx pta (4mm30cm155) balloon catheter was delivered to the lesion and inflated but it ruptured. There was no reported patient injury. The product will not be returned for analysis. Initially, a guidewire was delivered to the lesion but the distal end got damaged.

Manufacturer narrative:
Event: additional information received indicated that the device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The device will not be returned for evaluation as the device was discarded by mistake. As reported, a saber rx pta (4mm30cm155) balloon catheter ruptured during use. It was delivered to the lesion and inflated but it ruptured. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. Initially, a guidewire was delivered to the lesion, but the distal end got damaged. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17618737 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, unknown vessel characteristics may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿per the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.